Event description:
It was reported through a research article that an individual patient underwent a transcatheter tricuspid valve intervention (ttvi). Two prostyle devices were successfully pre-placed in the right common femoral vein. The sheath was upsized and the ttvi was completed. The two pre-placed suture successfully achieved hemostasis. However, after the procedure, the patient experienced pain in the right lower extremity. The following day, venous ultrasound showed deep vein thrombosis (dvt). For treatment, medical was administered. Two weeks later, the patient presented with persistent dvt, worsening lower extremity pain, progressive swelling, and was unable to walk. Venography was then performed. It revealed a complete occlusion of the right common femoral vein and a pseudoaneurysm. Medical intervention was then performed to treat the occlusion and pseudoaneurysm. Details are listed in the article, titled ¿case report: extensive deep vein thrombosis and venous pseudoaneurysm following percutaneous transcatheter tricuspid valve intervention¿

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. Based on the information provided, a definitive cause for the reported issue could not be determined. The reported patient effects of pain, thrombus, obstruction, edema, and pseudoaneurysm are listed in the perclose prostyle instructions for use as known patient effects of use with suture mediated closure device procedures. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3: date of event is estimated. D4: the UDI is not known as the part and lot number were not provided. Literature attachment: article title: "case report: extensive deep vein thrombosis and venous pseudoaneurysm following percutaneous transcatheter tricuspid valve intervention¿.